Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple of the same altitude alarms occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose was 369 mg/dl. Reportedly, the customer cleaned the speaker holes and cleared the alarm but the alarm recurred. The customer was unable to load a new cartridge and told tandem technical support that she would contact them back. Reportedly the customer has not followed up to resume troubleshooting and no further information is available.